Event description:
Reporter emailed to report that a customer filed a complaint against the infant flow driver reporting that this driver caused two pneumothoracies to occur on this pt with ttn. He is in possession of the driver and is awaiting "instructions." Rep explained to him that pneumothoracies are a common complication associated with ncpap and that as a distributor, he can verify the "performance" of the deiver. Reporter also reports that two years ago, a similar "incident" was filed by the same hosp on the same driver. At that time, eme investigated and found nothing wrong with the driver. Rep suggested also some "education" be given to the end-user on complications of ncpap...and indications for use. Rep forwarded email to international sales/marketing. "Here are the details discussed about ncpap driver. The pt was 34 weeks gestation and had a condition called transient tachypnoea of the newborn (ttn). The pt did not receive any resuscitation measures at birth and was administered o2 via head box for about 16 hours. Due to increasing o2 requirements, the pt was placed on ncpap and over a six hour period their condition began to deteriorate and was diagnosed as having two pnemothoraces. The pt was then managed on mechanical ventilation."